Event description:
It was reported in a service report that the motion interrupt pan was missing and the power cord was loose. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result - other: motion interrupt pan was missing. Power cord - power cord was loose.